Event description:
A report received from (B)(6) that stated the motor of the device, "rotates when in the safe position." The device was not being used in surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).